Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device photo evaluation: visual analysis of the photographs identified: red particle material on the shell, red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, rupture, and double capsule.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, rupture, and double capsule. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight was to the spec, a crease fold and a wear abrasion. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process. The unit is not rupture.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV, rupture, and double capsule. Device has been explanted.